Event description:
It was reported that during clinic visit, the interrogation revealed a warning for high ventricular impedance. A fracture was suspected. The device was reprogrammed to aai mode from ddd mode and the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator - (B)(6) 2009. (B)(4).